Event description:
It was reported that a novum iq large volume pump under-infused during patient infusion. The pump was programmed to infuse dexmedetomidine (400 mcg/100 ml) as a primary infusion at approximately 10 ml/hr and volume to be infused (vtbi) of 85 ml. The remaining volume found was 43.7 ml and the measured volume in bag was 78 ml with approximately 20 ml in remaining in the intravenous (IV) tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A review of the event history log identified the infusion and parameters reported; there were no issues identified that could have contributed to the reported condition. During functional flow rate testing, the reported under-infusion was not reproduced, the device met specifications. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.